Event description:
The screw head broke off during surgery on the patient's femur. The surgeon could not locate the screw head after the incident; so both pieces of the screw remain in the pt. They would not divulge the age or size of the pt.